Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (60 mg/dl) the customer ate carbohydrates to stabilize bg level. The customer is a new pump user and had just transition from insulin pens to the pump earlier in the day. In addition, during the call with tandem technical support (cts) the customer reported to have a bg level of approximately (500 mg/dl). The customer miscalculated the duration of time that the last dosage of long acting insulin would remain in the body and did not bolus for carbohydrates consumed the previous night. The customer took a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. It was indicated that the customer was in contact with healthcare provider to discuss factors that may affect bg level.